Event description:
Patient reported left side "tissue growth all over the implants and that they could be ruptured" and mentioned the recall. The events of "intense headaches for the last 5 years with nausea every day", "headaches but also get migraines, world goes all dizzy, and vomits" and "pit in stomach all the time." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.